Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed the lens could be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. The lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was cleaned and was inspected again after cleaning using 12x magnification. Some lathe lines were seen as well as some damage on the optics. This could be the result of the explant procedure. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process and no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an tecnis toric intraocular lens, model zct300, was performed on female patient because of poor visual acuity. The physician didn't believe the lens rotated. Another tecnis toric lens was implanted. There was no vitrectomy, incision enlargement, or patient injury. No further information was provided.